Event description:
The reporter indicated that a 13.2mm micl 13.2 of -14.0 diopter lens tore in the injector. "Backup lens was used". No further information has been provided. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Investigation type (B)(4): lens work order search: no similar complaint event(s) within associated lots were found. Claim#: (B)(4).

Manufacturer narrative:
B5- the reporter indicated that a 13.2mm micl 13.2 of -14.0 diopter lens "stuck in cartridge and ripped during insertion." This occurred on (B)(6) 2022 the lens touched the eye and no patient injury. "Backup lens was used". Cause reported as device. No further information has been provided. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted. B3- (B)(6) 2022. Claim# (B)(4).

Manufacturer narrative:
Claim# (B)(4).